Event description:
This is a spontaneous case report from a female consumer of unspecified age was identified from an article in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. The consumer reported that she had joint pain and that she bled the entire time she used essure. The patient underwent a hysterectomy to remove the device. Follow-up received on 26-may-2016: quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect company causality comment: this non-medically confirmed spontaneous report refers to a female consumer who she bled the entire time she used essure (fallopian tube occlusion insert). She underwent a hysterectomy to remove essure. This bleeding, interpreted as genital bleeding, is listed in the reference safety information for essure. Considering that essure use may cause changes in bleeding patterns and that there is no alternative explanation, the causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs